Manufacturer narrative:
D4 UDI revised e4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 60-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 2 of support, while in the intensive care unit, the device had continuous suction. The patient was also on ECMO with high flows and had a small left ventricle, which were considered to contribute to the unresolved suction. The cp was successfully explanted that same day and the patient continued on ECMO support. After cp removal, a head CT revealed herniation. Prior to admission, it was reported the patient was running when he collapsed and was suspected to have hit his head. The physician did not attribute the outcome to the impella. The pump flow issue will be conservatively reported as it prompted premature explant, but there was no lasting harm or injury reported and the delivery issue may be influenced by patient-specific factors such as the left ventricle anatomy and underlying cardiogenic shock physiology. The stroke will be conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s stroke, which was most likely related to the patient¿s cardiogenic shock physiology, hemodynamic instability, and prior fall with head impact.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of low pump flow/suction issue was likely related to patient condition with patient having small lv and also being on ECMO support based on clinical and data log review.

Event description:
Additional information was received indicating that the continuous suction persisted despite volume optimization and repositioning; per physician assessment, this was attributed to high extracorporeal membrane oxygenation (ECMO) flows and a small left ventricle as observed on echocardiogram.